Event description:
It was reported that two (2) flo-gard infusion pumps had fg.012 (air in line - no alarm) alarms. The event occurred after prime. It was stated the nurse tried to remove the air pockets in the line by continuing to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred during the unspecified date of year 2021, reported as reoccurring in the last few weeks. Serial no.: the reported serial numbers (B)(4) and (B)(4) are not recognized by the system. The devices were not returned and the serial number is unknown; therefore, a service history and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.